Manufacturer narrative:
Concomitant medical products: dtmb1qq ICD, implanted: (B)(6) 2016, 6935m62 lead, implanted: (B)(6) 2016, 459888 lead, implanted: (B)(6) 2016, 5076-52 lead, implanted: (B)(6) 2006. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited power consumption below the normal range. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for correction and update to the investigation completion. Correction b1: section was corrected from product problem to adverse event & product problem. Correction b2: outcome attributed to adverse event was corrected from blank to death with date of death. Correction b5: event description was corrected to include additional patient signs/symptoms, clinical actions, and patient final outcome. Correction b6: laboratory data was corrected to include the diagnostic testing results. Correction h6: patient ime code and imf code were updated. FDA conclusion code was updated. Product event summary: (B)(6) was not returned for evaluation. The reported low flow/power event was confirmed through log file analysis which revealed a sustained decrease in power consumption and estimated flows beginning on 23/jul/2020 leading to parameters below the normal operating range and 114 low flow alarms recorded since 02/aug/2020. Of note, several changes in the pump rotational speed were logged starting on 10/aug/2020. Information received from the site indicated that the patient was admitted for a scheduled ventricular septal defect (vsd) repair. Post-repair, the patient¿s blood pressure dropped, and they had high pulmonary artery pressures with severe right sided failure, which was present prior to implant. The patient was placed on venoarterial extracorporeal membrane oxygenation. The patient¿s status continued to decline, care was withdrawn, and the patient subsequently died due to multi-system organ failure. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow/power event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, right ventricular failure, multi-organ failure and death are known potential complications associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was admitted for a scheduled ventricular septal defect (vsd) repair. The patient was taken to the catheter lab and post repair, vad flows and power consumption started to drop with low flow alarms. The patient¿s blood pressure dropped, and they had high pulmonary artery (pa) pressures with severe right sided failure, which was present prior to implant. The patient was placed on venoarterial extracorporeal membrane oxygenation (va-ECMO) for stability and to keep the patient perfused, and the vad speed was decreased. The patient¿s status continued to decline, and the family did not want the patient to go back to surgery. Care was withdrawn and the patient expired shortly thereafter. It was also reported that an autopsy was not performed and the site did not attribute the patient¿s death to the vad, but rather to multi-system organ failure (msof).

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump was not returned for evaluation. The reported low power event was confirmed through log file analysis which revealed a sustained decrease in power consumption and estimated flows beginning on (B)(6) 2020 leading to parameters below the normal operating range and 114 low flow alarms recorded since (B)(6) 2020. Of note, several changes in the pump rotational speed were logged starting on (B)(6) 2020. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low power and observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.